Event description:
It was reported that during daily inspection, the cs300 intra-aortic balloon pump (iabp) unit had displayed internal test error 52 and 53, after restart it was possible for unit to drive normally. There was no patient involvement.

Event description:
It was reported that during user inspection, the cs300 intra-aortic balloon pump (iabp) unit had displayed internal test error 52 and 53, after restart it was possible for unit to drive normally. There was no hazard to patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that since reproducibility could not be confirmed, the connectors on the main board and front end board were cleaned and reconnected and that there was a lot of dust, so the focus was on internal cleaning. The fse then stated that regular inspections were conducted based on the periodic inspection record sheet, and it was confirmed that they were currently in good working order.